Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur: on the 1st firing. Please clarify what is meant by the washer was not cut through, as this device doesn¿t have a washer. That means the tissue was not cut through. In the additional information it was indicated that the ¿tissue was not cut through.¿ as the device is a stapler, could you please clarify: it means the staples were not deployed onto the tissue thoroughly. The staples were deployed onto the tissue but did not get through the tissue.

Event description:
It was reported that during a radical gastrectomy procedure, the device was used to close the colon. The device was difficult to fire. The surgeon used much power to fire the device. The staples were malformed with legs straight and the washer was not cut through. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # h50m49. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.